Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient heard alert tones. Interrogation was performed and it was determined the right ventricular and superior vena cava defibrillation coils displayed high impedance. It was also reported that sub-muscular manipulation and movement of the shoulder revealed noise signals, non physiologic signals, and the lead was possibly fractured. Re-programming was done by disabling the high voltage therapy. Following, the lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no insulation breach or fracture in vivo were observed, just found explant damage on distal portion returned /received. If information is provided in the future, a supplemental report will be issued.